Manufacturer narrative:
(B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Device has not been returned to manufacture. PMA/510k unknown; product not returned to manufacturer.

Event description:
It was reported that patient had unknown abutment screw and crown fractured off. Patient did not come in right away so there is tissue grown over implant.

Manufacturer narrative:
One unknown zimmer screw was returned for inspection. A visual inspection revealed that the screw was fractured at the head. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ (B)(4). Seating of prosthetic components internal hex or octagon components to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A singular cause for the complaint could not be determined.